Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the pump history was missing while the pump was being used. The customer continued to use the pump for insulin therapy. Customer's blood glucose was 105 mg/dl.